Manufacturer narrative:
A review of the manufacturing details confirmed that the component followed the correct time lines as per the procedure for the manufacturing of custom devices. Following the date the design was approved there were no delays identified. It was noted that approval of the design took 11 days. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Event description:
It was reported by a company representative that the component was delivered on the same day as the procedure. This was deemed to be too late to allow significant time for preparation prior to the procedure.

Manufacturer narrative:
A distal femur was successfully implanted with no reported complications. The cause of the late shipment was an overly aggressive commitment date for the manufacture of the implant, which was assigned at the time of order entry, with insufficient detail as to the design requirements of the implant. As a result, stanmore is now committing to manufacturing and release dates for custom implants, after the design requirements are fully understood and documented. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Corrected data: common device name/product code corrected from "distal femur implant" to "limb salvage system/kro".

Event description:
It was reported by a company representative that the component was delivered on the same day as the procedure. This was deemed to be too late to allow significant time for preparation prior to the procedure. This is a supplemental report to 3004105610-2014-00178 ((B)(4)).